Manufacturer narrative:
Device used for treatment and not diagnosis. Reliability engineering evaluated the device, and the reported problem was confirmed. This condition was likely due to normal wear from use over time.

Event description:
During a metacarpal phalangeal procedure, the burr attachment would not hold a burr. No delay in procedure was reported as the surgeon used a different burr attachment to complete procedure with no further problem, no harm to patient was reported.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.